Event description:
During an unrelated procedure, externalized conductors were observed on the ventricular lead. Diagnostic imaging was performed and confirmed externalized conductors. The ventricular lead was capped, and a subcutaneous implantable cardioverter-defibrillator (s-ICD) system was implanted. The patient was stable with no consequences.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.